Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was programmed to tachy mode set to value other than monitor plus therapy. No further information obtained from the field. The device remains in service. No adverse patient effects were reported.